Event description:
The patient reported that the up arrow button intermittently activated desired pump functions when pressed and that it requires several button presses to achieve a pump response. The patient reported that it still feels like there is a spring under the up arrow button and that he had to press in different areas of the button in order for it to respond. The patient reports no tearing or peeling of the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the up button contact.